Event description:
It was reported that the pt underwent a ventral hernia repair in 09/04. It was reported that approximately 3-4 months post0op, the pt presented with a bulge where the hernia was previously. Cat scan shows the device is in place. The pt will undergo surgical repair.